Manufacturer narrative:
Two radiographic images were provided for review. They show a metallic artifact caused by the web device in the left temporal lobe; furthermore, there is an area of white matter hyperintensity surrounding the aneurysm in the web, representing the edema described in the reported event. Without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event.

Event description:
Additional information was obtained from the physician stating that the patient has been placed on comfort care.

Event description:
It was reported that the patient underwent treatment using a web device back in (B)(6) 2023, and arrived at the emergency room with a seizure. An MRI was performed, and it showed edema around the web device. The physician stated that the patient was prescribed steroids and is scheduled for a follow up MRI angiogram in 30 days. The patient is at home and has not experienced another seizure since the initial episode.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.